Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, robotic assisted saw handpiece device, (B)(6) 2022. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, it was observed that there was a 1-2mm over resection on the anterior chamfer cut. It was reported that new handpieces were exchanged and no additional over resections were reported. The device was being used with a base station device and a saw handpiece device. There were no delays in the procedure. There was patient involvement. It was reported that there were no delays in the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was evaluated. The device log files were reviewed for this event and the reported condition was confirmed. There were no issues observed with the device. The associated saw handpiece was returned for evaluation and vibration was observed. The vibration of the saw handpiece is considered the most probable cause of the reported condition. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances related to the reported complaint condition were identified. The root cause could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: b5: additional information provided by the reporter. The reporter stated that the distal femur resections are always checked and the surgeon does not proceed until the resection is within 0.5mm. The reporter stated that the 1-2mm extra bone was confirmed by checking with the pointer after resection about 2/3 times. The reporter stated that it appears to resect more laterally. Additionally, the reporter stated that the handpiece has to be ¿torqued¿ so the cuts can be finished. The reporter stated that plastic trials are used.